Manufacturer narrative:
H6 adverse event problem codes: correct investigation conclusion codes. Remove d1002 adverse event related to procedure. Add d12 known inherent risk of device. Add d15 cause not established.

Manufacturer narrative:
The investigation was unable to determine which device or device component was involved in a reportable adverse event. There were 3 vbx devices used in this case that are reported / included in this MDR. A review of the manufacturing records for the devices could not be conducted because the serial / lot numbers remains unknown. Without a lot number or device serial number, the manufacturing date and / or production details cannot be determined, and the information provided to gore cannot be connected to a specific devices. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Therefore the investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient was treated emergently for a ruptured abdominal aortic aneurysm using a gore aortic devices. Due to the short proximal aortic neck, the physician elected to proceed with a chimney technique to preserve the superior mesenteric artery (sma) and right renal artery. Gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were selected for use. Intraoperatively, a small type 1a endoleak was observed. The physician was satisfied with the final angiograph, and indicated the patient was stable. It is unknown from which vbx device the gutter leak originated. On (B)(6) 2025, the patient lost femoral pulse. On follow-up CT scan, the physician saw the type 1a endoleak continuing, and discussed a reintervention to remove possible clot in femoral artery and to potentially coil the gutter leak. On (B)(6) 2025, the patient passed. The cause of death is unknown. The physician does not suspect the vbx devices were the cause of death. It was reported the vbx devices were patent at the time of the last CT scan. Reportedly, the physician believed that the loss of femoral pulse was due to a clot in the right femoral artery.